Event description:
It was reported that during procedure the fiber functionality was interrupted. The procedure was completed with another of the same device with no patient complications. The device was examined in the laboratory, where it was found that the connector had a fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope inspection showed distorted light exiting from the connector face. The observed condition of distorted light exiting from the connector face can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Burn marks were also observed in this area. Additionally, the fiber tip exhibited significant burn back and degradation of the fiber jacket. Functional testing confirmed weak beam emission. Console readout indicated: treatment used: 1, treatment left: 9. Visual inspection found no defects on the fiber body. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. And: hold the fiber tip to a non-reflective surface and ensure that a circular red green spot appears. If the spot is not circular, cleave the fiber (see fiber tip renewal during operation for details). If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement.